Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 2. It was reported when using the bd phoenix¿ nid, escherichia coli was misidentified as citrobacter freundii for one (1) patient sample. Upon repeat testing, the expected escherichia coli result was obtained. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: this complaint is for misidentification of proteus mirabilis as morganella morganii and escherichia coli as citrobacter freundii when using phoenix panel nid (catalog number 448007) batch number 3213166. The customer did not return panels but provided phoenix generated lab reports and isolates for the investigation. The phoenix generated lab report shows proteus mirabilis and indole positive escherichia coli. The customer returned isolates were verified on a bruker maldi biotyper and labeled as e. Coli l-1, e. Coli l-5, e. Coli l-6, proteus mirabilis l-8 and p. Mirabilis l-10. To investigate, one retention panel each from the complaint batch were tested using customer returned isolates e. Coli l-1, e. Coli l-5, e. Coli l-6, and p. Mirabilis l-10 on a phoenix m50 machine and evaluated for identification results. Also, one control panels each from the material but two different batches were inoculated with customer returned isolates e. Coli l-1, e. Coli l-5, e. Coli l-6, and p. Mirabilis l-10 to observe for misidentification. The panels tested with customer returned isolate l-1, l-5, l-6, l-8 and l-10 identified their inoculated isolate correctly. This complaint is not confirmed for misidentification. While there has been an observation of misidentifications by the customer, bd has not been able to replicate the failure through investigative testing. An overall review of gram-negative performance is on-going and will continue to be investigated. The technical team has identified a potential enhancement that would bolster the instrument¿s ability to interpret the behavior of e. Coli¿s interaction with the substrates on the panel. Bd anticipates a software release in summer 2024 to address the performance on e. Coli ids. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. A review of complaints revealed one additional complaint on complaint batch 3213166, related to this defect and not confirmed. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.

Event description:
Report 2 of 2: it was reported when using the bd phoenix¿ nid, proteus mirabilis was misidentified as morganelli morganii for one (1) patient sample. Upon repeat testing, the expected proteus mirabilis result was obtained. There was no report of patient impact.